Event description:
It was reported that during central processing, the single port (sp) fenestrated bipolar forceps instrument was difficult to move. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the thermal damage was noticed prior to reprocessing and the technician noticed that it was hard to manipulate the tip of the instrument prior to sterilization. The reporter did not know when the last time the instrument was used, if the instrument was inspected prior to use, or if it was inspected after the procedure. The reporter did not know if the instrument collided with another instrument or if arcing occurred. The reporter was not able to answer if thermal damage on the instrument was noted after the arcing event, what the surgeon believes caused the arcing event or if there was any injury to the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting difficult to move, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The single port fenestrated bipolar forceps instrument was analyzed, and failure analysis (fa) was not able to confirm/reproduce the reported complaint. Upon visual and microscopic inspection, there was no damage to the wrist assembly or joggle tube. Also, there was no cable damage or misalignment of grips was observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively. The grips opened and close properly and performed grip function successfully. The grip bumper test passed as well. Additional observation not reported was that the instrument was found to have thermal damage of the molded insulator of the grip. Black char marks were observed. Any material missing is likely to be thermally induced rather than mechanically induced. Fa found the additional failure of thermal damage of the molded insulator to not be related to the customer reported complaint. The complaint regarding difficult to move was not confirmed by fa, which indicates that the device did not contribute to the customer reported issue. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is considered a reportable event due to the following conclusion: failure analysis found thermal damage and black char marks on the single port fenestrated bipolar forceps instrument. While there was no harm or injury reported, the failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.